Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer's blood glucose level was 15 mmol/l. Customer administered a correction injection.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.